Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD implanted: (B)(6) 2016; 4194-78 lead implanted: (B)(6)2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increase in the pacing impedance, the rv coil and the superior vena cava (svc) coil. The rv coil and the svc coil impedance went back down. The pacing threshold also increase around the same time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.